Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. Omsc checked the subject device and found that the reported phenomena could not be duplicated and no failure. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena could not be conclusively determined. However, based upon the investigation, there was the possibility that these phenomena were attributed to the temporary failure (chemical residue, water stains, sebum stains, dust, gauze fluff, etc.) On the electrical contacts of the scope that was used with the subject device. Olympus stated the appropriate handling of otv-s300 and the counter measures against abnormalities in the instruction manual of otv-s300.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the following events. April 8th, 2021: during a laparoscopic liver resection procedure, it was found that the endoscopic image blacked out and the error e226 which indicated the scope communication error was displayed, also the noise (like sandstorm) appeared. The user used the subject device and the ltf-s300-10-3d in the intended procedure. The user wiped the video connector of the ltf-s300-10-3d and connected again, the noise (like sandstorm) appeared. The user replaced the ltf-s300-10-3d to another device (camera head (ch-s200-xz-ea)) and completed the intended procedure with the subject device. After the procedure the medical engineer of the facility checked the subject devices and found that the reported phenomenon was duplicated. April 19th, 2021: during preparation for a laparoscopic rectal resection procedure, it was found that the error e216 which indicated the scope communication error was displayed. The user used the ltf-s190-5 and the otv-s300 in the intended procedure. The serial number of the ltf-s190-5 used in the intended procedure was unknown, but it could be (B)(4), (B)(4), (B)(4), (B)(4) or (B)(4) because the facility has the ltf-s190-5 of these serial number. The serial number of the otv-s300 used in the intended procedure was unknown, but it could be (B)(4), (B)(4), (B)(4) or (B)(4) because the facility has the otv-s300 of these serial number. There was no failure when the ltf-s190-5 connected to another video system center or another endoscope connected to the otv-s300. The user replaced the ltf-s190-5 to another device and completed the intended procedure with the same otv-s300. There was no report of patients¿ injury associated with these events.